Event description:
It was reported that the pumps top button was hard to push. There was no adverse impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.